Event description:
It was reported that during central processing, the customer found that the mega suturecut needle driver instrument was broken. There was no patient harm. A follow-up attempt is in progress to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Based on the claim by the customer noting a broken mega suturecut needle driver instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and the customer reported complaint was confirmed. The mega suturecut needle instrument was found to have a broken grip at the grip base. A piece approximately 0.285" x 0.099" was found to be broken off. The broken piece was not returned. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The complaint regarding mega suturecut needle driver instrument damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.